Manufacturer narrative:
A ts representative reviewed the data and discussed that according to the current programmed parameters, the expected longevity for the device is 9 years. This would correspond to the device reaching ert at this time. According to the gas gauge, it appeared that there would be a couple of months before reaching the ert status. The device battery status is still good with a magnet rate of 100 ppm. It was also noted that there were some small changes in impedances that had occurred over the past few months. The ts representative discussed that these small changes can result in a change in the calculated longevity. It was further discussed what factors influence the gas gauge and calculated longevity remaining for the device. At this time, this device remains implanted and in service. No additional information is available and this device is scheduled to be replaced in may currently. As no further information concerning this report is expected, our investigation is complete at this time. This investigation will be updated should further information be provided or if the device is returned for analysis.

Event description:
Boston scientific received information that during a normal patient follow up, it was observed that the estimated longevity for this device was less than 0.5 years. At the previous follow up in september, the estimated longevity was 1.5 years. There was a concern that the battery is depleting earlier than expected. No changes in impedance, threshold or amplitudes were observed. No adverse patient effects were reported. A printout was sent to boston scientific technical services (ts) for analysis.